Event description:
On 10-apr-2026, an arthrex subsidiary employee reported via email that an ar-1662bcc-8 swivelock tenodesis biocomposite anchor (with screw, closed peek eyelet, and #2 fiberwire) was observed to have a small burr on the anchor screw during insertion and requested that another one be used. The issue was identified before use during a shoulder arthroscopy procedure performed on (B)(6) 2026, with no patient harm reported. Additional information was received on 21-apr-2026: the anchor screw was found to have a small burr during field use. The case was completed utilizing one more anchor. There was no case delay due to the issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.